Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an initial procedure for a hand fracture on (B)(6) 2017, the retractor broke into two pieces on the back table. The patient was not affected by the breakage of the device as it occurred on the back table, away from the patient. Another device was available to continue the procedure. The procedure was completed successfully. X-rays were not taken during the procedure. There was no delay in surgery. Patient status was reported as fine. This is report 1 of 1 for (B)(4).